Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h4, h6 and h11. H4: the device was manufactured between 16may2023 and 17may2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing by filling the bag with 500ml of tap water and a leak was observed from the bottom port side, left shoulder port weld seam of the bag. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to variations of the manufacturing port weld process causing an incorrect left side should port weld. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.